Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation of the insertion tube collapsed was confirmed. The device evaluation found the reportable event of the light guide (lg) lens was discolored. Based on the results of the investigation, the lg-lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions or etc. As a result, humidity invaded lg-lens which led to corrosion. A definitive root cause could not be established as the event was not reproduced. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use (IFU): - evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. In addition, the following non-reportable malfunctions were found during the device evaluation: the angulation in the up direction was out of standards due to the worn angle-wire, the charged couple device (ccd) lens was broken, the universal cord was corrugated, the electrical connector (el) was corroded, the insulation resistance value was out of standards due to the broken connecting tube, and the waterproof failure due to the cut connecting tube. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope insertion tube collapsed about 55 centimeters. The issue was found during preparation for use of an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, it was found that the light guide (lg) lens inside was discolored. There were no reports of patient injury or harm and no delay. The procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.